Event description:
The recipients parents reported that approximately a month ago the recipient was no longer able to hear with his left implant. The loss of hearing performance was sudden. There was no trauma or accident reported. The recipient was explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, a full insertion of the electrode could not be achieved at initial implantation, according to the implant registration card one channel was left out of the cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's parents reported that approximately a month ago the patient was no longer able to hear with his left implant. There was no trauma or accident reported. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition a full insertion of the electrode could not be achieved at initial implantation, according to the implant registration card one channel was left out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled due to otitis media, which has to be controlled before surgery. This is a final report.

Event description:
The recipients parents reported that approximately a month ago the recipient was no longer able to hear with his left implant. The loss of hearing perofrmance was sudden. There was no trauma or accident reported. Re-implantation is considered but has not been scheduled yet.